Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that system checks executed prior to the event met instrument specifications. Additionally, quality control results were recovering within customer established specification during the timeframe of, and on the day of, the event. Beckman coulter inc. Service was not dispatched to the site. The customer declined service the exact cause of the event is unknown and could not be determined.

Event description:
The customer reported that an erroneously elevated accutni patient result, within the risk stratification range of the assay, was generated on an access 2 immunoassay system for one patient sample. Beckman coulter inc. Assessment of customer supplied documentation revealed that upon multiple repeat testing of the patient sample, erratic results were generated with one result recovering above the ami cutoff and three results recovering within the normal reference range of the assay. Beckman coulter inc. Assessment of customer supplied documentation revealed that erroneous accutni results had been generated for two additional patients. One patient had an initial result in within the risk stratification range of the assay which, upon repeat, generated a result above the acute myocardial infarction (ami) threshold of the assay. The other patient had an initial accutni result within the normal reference range of the assay, which upon multiple repeat testing produced elevated results, within the risk stratification range of the assay. The initial accutni results were reported outside the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to the event. No other patient assay results were questioned by the customer as erroneous as part of this event. The samples were fresh samples, collected in lithium heparin tubes, and were centrifuged prior to testing.